Event description:
The manufacturer received information alleging black spots all over the device related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging black spots all over the device related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. Additional information was received about the alleged difficulty breathing, nasal/throat irritation, and a strange odor from the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Unknown contaminate was observed on the inside of the top and bottom enclosures and the inside of the ui and rear panels. Liquid ingress with mineral deposits were observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam.